Manufacturer narrative:
The insulin pump buttons all responded properly. No keypad anomalies were noted. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that a button on the insulin pump was making a weird sound and after release, felt like tape unsticking. The customer's blood glucose was 129 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.